Event description:
Procedure: septoplasty (removal of right nasal polyp). According to reporter: the patient retained absorbable product with side effects of pain and discomfort at site despite multiple treatments (antibiotics and saline flushes). There was patient injury or tissue damage noted and no additional bleeding or extended operation time. Re-operation to remove product is desired by patient.